Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. When the user tried to cut a nylon thread with the subject device, the thread was caught in the subject device and the user could not remove it. The user cut the thread with another device. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
This is a supplemental report to correct "device product code" and to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Therefore, the exact cause of the reported event could not be conclusively determined. Based on a past similar case, the reported phenomenon likely occurred when the slider was pulled while the loop was not placed on both edges of the loop hanger of the cutter as specified. The pull could have drawn the loop until the loop got stuck in the non-blade area of the cutter. The instruction manual of the device has already warned as follows; always have a spare instrument available. Do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".